Manufacturer narrative:
Batch review performed on 31 october 2019 lot 112523: (B)(4) items manufactured and released on 18-sep-2011. Expiration date: 2016-08-31. No anomalies found related to the problem. 1 item resterilized and released on 25-jul-2016. Expiration date: 2021-07-05. No anomalies found related to the problem. 1 item resterilized and released on 11-nov-2016. Expiration date: 2021-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 31 october 2019 liner: impact 01.32.3644 hcat hooded pe hc liner ø36/e (k132879) lot. 145278. Lot 145278: (B)(4) items manufactured and released on 03-dec-2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Note that, in the first reported case on this lot, the liner was not revised and was the same patient where only the head was changed.

Event description:
The patient came in complaining of pain due to a dislocation of the head from the liner. The surgeon revised the head, liner, and cup 1 year after primary. The surgery was completed successfully.